Event description:
It was reported that insulin gauge on pump previously displayed amount different than caller expected. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact them again for troubleshooting if issue reoccurred, which caller acknowledged.